Event description:
Reporter states customer reportedly received result of 86 mg/dl on the advantage system and 28 mg/dl on professional's meter within 10 minutes. Customer was treated with glucose injection and symptoms improved. Requested return of suspect device and replacement was sent.